Event description:
It was reported that the patient¿s colorectal surgeon was checking the efficiency of her device and was not sure if it was in the right spot. The patient stated that she had a revision ¿a year or so after¿ the initial implant, where the electrode was moved from the left buttock to the right, but they were not sure it was where it was supposed to be. Later that day it was reported that the manufacturer representative spoke with the patient on the day of the report, but gave no further details. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Additional information indicated that conclusion code 67 did not apply to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was scheduled for a revision on the next day. It was confirmed that a revision lead removal took place in (B)(6) 2013 as the lead had migrated and the patient was not getting therapeutic effect. It was noted that it was not in the file if the lead was replaced or repositioned and they assumed that there would be not return of the lead. The outcome after the revision was favorable. Additional information received reported that the patient underwent a lead revision and battery change out on (B)(6) 2014. The lead was revised as the patient had significant weight loss and they believed that was why the lead had moved a bit. It was reported that the battery was replaced as well due to normal battery depletion. The patient had very high usage settings and the battery did depleted accordingly. It was noted that the nurse confirmed battery depletion was considered normal for usage. It was unknown if the devices would be returned but they thought since there was no allegation against either they did not believe they would be returned.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v998456, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
All further event referring to lead revision in (B)(6) refer to manufacturer report # 3004209178-2014-04555.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead had migrated and a revision would be done on (B)(6) 2014. It was later reported that a patient was told that her ¿electrode¿ had moved ¿with an x-ray.¿ it was noted that the patient had a bump close to the area where the electrode may be and one of her doctors wanted to know if a diagnostic ultrasound was safe to do over the top of the electrode area. It was reported that the patient didn¿t know when the lead had moved but it was ¿probably 9 to 10 months ago.¿ the reporter stated that the patient had a revision where they removed the lead from the left side and put a new lead on the right side ¿sometime in the last few months¿ in (B)(6) 2013. It was noted that the patient¿s doctor was talking about doing a ¿complete revision¿ but it was not scheduled yet. It was reported that the patient had another ultrasound coming up on (B)(6) 2014 to check the internal anal sphincter muscle.